Event description:
It was reported that the arctic sun device was found to be faulty not filling water tank. Per sample evaluation results on 16aug2023, it was reported that the touchscreen was faulty and they were unable to calibrate device.

Manufacturer narrative:
The reported issue was confirmed. The root cause was isolated to a faulty circulation pump. A device history record review was not required as the reported event was not an out of box failure and therefore the reported event was not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Hence, a labeling review was not required. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the actual/suspected device was inspected.